Event description:
Clinical director reported an incident of leaking of a prn medication. There was no patient injury or medical intervention reported. No additional information was available at this time.